Manufacturer narrative:
The balloon catheter was returned and analyzed. The mechanical operation of the catheter shaft was analyzed and analysis indicated the balloon catheter was ruptured and leaked/incontinent. Visual summary of analysis indicated the balloon catheter was damaged during use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the balloon catheter failed to inflate during a pre-use check and the balloon catheter was not implanted into the patient's vasculature system. The balloon catheter was replaced. No patient complications have been reported as a result of this event.